Event description:
A report was received that the patient will undergo explant procedure due to device was not working.

Manufacturer narrative:
Additional information was received that the patient passed away in (B)(6) 2013. The physician assessed that the death was not device related.

Event description:
A report was received that the patient will undergo explant procedure due to device was not working.